Manufacturer narrative:
On (B)(6) 2017, the recipient reportedly was prescribed bactrim ds orally for 2 weeks. The recipient is experiencing some discomfort without device use.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient was prescribed antibiotics and recommended device non-use for 1 week. The recipient's pain has improved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use with no pain. This is the final report.